Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife called in to report an emergency room visit due to high blood glucose levels. The customer's blood glucose level was 190 mg/dl. The customer's symptoms included nausea and vomiting. The customer was treated with fluids and insulin. The customer also reported multiple no delivery alarms. The customer changed the infusion set but the no delivery alarm recurred. The customer's blood glucose level was 400 mg/dl. The customer performed troubleshooting and reported that insulin exited with the manual prime. The customer was advised that the device was working as designed and the alarm may have been caused by a connection issue. Nothing was replaced or returned for analysis.